Event description:
A closure time of 113 seconds was obtained for a pt when testedusing dade pfa collagen/epinephrine test cartridge. Pt bled during surgery and pt was given 6 units of packed cells. No other issues regarding pt recovery reported.